Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly burst at 12 atm. It was further reported that the device had retraction issue. Reportedly patient experienced vessel injury, bleeding, right side chest and shoulder swollen and bruised. The procedure was completed by using another device. Current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter balloon loaded onto a 6fr sheath was returned for evaluation. No other specific anomalies noted during visual evaluation apart form the sheath noted to be buckled. The balloon was unable to be removed from the sheath. No functional testing was performed due to the condition of the device returned. Therefore, the investigation is confirmed for the reported difficult to remove as the was catheter noted to stuck within the introducer sheath, and was unable to be removed during the evaluation. However, the investigation for the reported balloon rupture remains inconclusive as no functional testing could not be performed as the balloon was unable to remove from the returned introducer sheath. A definitive root cause for the reported balloon rupture and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2024), g3, h6(method) h11: g1, h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 12atm and caused vessel trauma in the patient. It was further reported that the balloon was allegedly difficult to remove from the sheath. Reportedly, the device and the introducer sheath were removed as one unit and the procedure was completed using another device. The patient experienced bleeding and the right side chest and shoulder was swollen and bruised. The current status of the patient is unknown.